Event description:
During a pacemaker replacement due to a normal elective replacement indicator (eri) alert, the set screw in the header of the device was unable to be loosened and release the right atrial lead, despite multiple attempts with different torque wrenches. The atrial lead was cut and the device and remaining lead fragment were explanted. A new atrial lead and device were implanted and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of unable to loosen setscrew during device replacement was confirmed. Analysis found the wrenches could not engage the a-setscrew to untighten it due to calcified blood filling the setscrew inset. The calcified blood was limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls which is necessary to untighten the setscrew. The calcified blood was removed from the setscrew inset. A wrench could then be inserted into the inset and the setscrew untightened. The lead could now be removed from the device. The blood most likely came through damage to the septum in the form of a hole punched through it. Battery depletion analysis: the device was found to be at eol. Battery depletion is considered normal.